Event description:
It was reported that the insulin pump was not functioning properly. The customer stated that the device did not alarm when the reservoir was empty, as it is supposed to. This was confirmed during troubleshooting. The device did not alarm any errors. The customer noticed the issue about 2 months ago. The customer stated that the device was over-delivering. The customer refused to provide their blood glucose reading. The alarm history showed only no deliver from the high pressure test and a few low reservoir alerts, but no empty reservoir alarms. All of the settings were correct in the device and the customer was using the correct techniques. The device failed the displacement test. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.